Event description:
Reporter indicated that vns pt underwent a sleep study, which resulted in a diagnosis of "nonobstructive apnea". It was reported that the pt has apnea of 30 seconds every 5 minutes (every time the device stimulates). The pt was reportedly scheduled for follow-up with physician to see if the problem is vns-related. Treating physician reportedly believes that the vns is causing the apnea, but could not be sure until another study was performed.